Event description:
Updated summary: customer reported tape not sticking for the sensor that occurred before the loss of communication issue began. The tape was going against her slacks and it ultimately undid the taping and the tape was gradually pulled out. Customer also reported having a low blood glucose value that was treated with glucose tablets (not with glucagon). It was unknown if smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 63 mg/dl and reported a loss of communication between pump and transmitter. The customer also reported a tape not sticking. The customer reported hypoglycemia was treated with glucagon. The event involved products mmt-399a, mmt-1884, mmt-332a, and mmt-7040ma. Troubleshooting was performed for tape not sticking, sensor connectivity issue and found that the customer did not connect the transmitter to a fully inserted sensor. Troubleshooting was declined for the hypoglycemia and it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. It was unknown whether the customer will continue to use the devices. No product return is required for mmt-399a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040ma.